Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the ICU, the swg kinked. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.